Event description:
It was reported during a breast biopsy procedure, a vacuum sensor error was received. The control module was powered off and on again to complete the procedure. There were no patient consequence reported.